Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired due to unspecified cause. At the time of the patient's death, there were no product performance allegations. New information received indicates that the patient's family has retained legal counsel and filed a lawsuit. The legal claim states that prior to the pt's death the device delivered inappropriate shocks and that at the time of the pt's death the device did not 'fire' resulting in the pt's death.

Manufacturer narrative:
Not returned. As of this report, the device has not been returned for analysis. There is no additional information related to this event, if additional information becomes available, the event will be updated. On june 17, 2005 guidant corporation (now boston scientific crm) issued a physician communication regarding deterioration in a wire insulator within the lead connector block which, in conjunction with other factors, could result in an electrical short circuit that can prevent the delivery of shock and pacing therapy. Changes to try to prevent this anomaly were made august 2004. This device was manufactured before august 26, 2004, and is included in this population.